Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw1403 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by the nurse that catheter placement was conducted on the patient on (B)(6) 2018 and the use and maintenance of the catheter was smooth at the earlier stage. Seepage began to occur at the puncture site and a large amount of red liquid leaked from the puncture site when drawing and flushing the catheter during maintenance on (B)(6) 2018, it soaked the covering film, resulting in failing to complete maintenance and normal use of the catheter. The clinical head nurse pulled the catheter out and re-conducted placement with a new one to assist in completion of the patient's later treatment. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 5fr d/l powerpicc solo catheter. The sample contained usage residue on the luer hubs, both extension legs, and molded joint. Catheter discoloration of a yellow tint was seen from the molded joint through the 7cm depth marking. Gross visual evaluation of the catheter found no potential leakage site. Functional testing using water and a 12ml syringe found no evidence of catheter leakage. Further testing involved pressurizing the catheter tubing with the aforementioned syringe while simultaneously manipulating the catheter connections and no leakage was observed. The catheter was patent to infusion during flow testing. As the described event could not be reproduced, the complaint was unconfirmed. A potential cause of the perceived leakage is infusion against fibrin sheath formation. In some cases, a fibrin sheath can cause fluid to back up along the length of the catheter and out the insertion site. Ultimately, no evidence was observed to support a leakage event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebw1403 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that catheter placement was conducted on the patient on (B)(6) 2018 and the use and maintenance of the catheter was smooth at the earlier stage. Seepage began to occur at the puncture site and a large amount of red liquid leaked from the puncture site when drawing and flushing the catheter during maintenance on (B)(6) 2018, it soaked the covering film, resulting in failing to complete maintenance and normal use of the catheter. The clinical head nurse pulled the catheter out and re-conducted placement with a new one to assist in completion of the patient's later treatment. There was no reported patient injury.